Event description:
It was reported to philips that the system's wireless foot switch failed. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) performed functional analysis and confirmed that the case was opened to correct an fco if any problem occurs. Fse further confirmed that there was no fco failure and there was another case has been created to implement the fco. No service has been performed by philips as no failure was identified. To date, no further information was received. The codes were updated based on the investigation outcome.